Manufacturer narrative:
Evaluation summary - the device was not returned. The product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported during an intraocular lens (iol) implant procedure, the posterior capsule ruptured. The lens was removed and replaced with a backup lens. Additional information was requested.

Manufacturer narrative:
The root cause for the reported complaint appears to be a coincidental event that was related to user (hcp) handling as user facility reported " capsule rupture due to handling problem". Based on this information, the device did not cause/contribute to the event. (B)(4).